Manufacturer narrative:
(B)(4). Eval, results: cva/stoke.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 yr, 1.5 yr and 23 month f/u's. It is reported that the pt suffered a stroke approximately 24 months post index procedure. It is reported that after surgery for carotis obstruction the pt suffered with pathetic disorder and paralysis of right arm and leg. It is reported that it was restored the next day. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist. Investigator indicated that it was not assessable if the event was related to the study stent. Pt was taking asa and clopidogrel 24 hrs before the event. Pt was asymptomatic / free of symptoms at 2.5 yr f/u.